Event description:
The customer called reporting she received a reading of 444mg/dl on her adc meter. The customer reports changing her medication based on the reading and then developed sweating, weakness and vomiting. Paramedics were called and transported the customer to the hospital. The customer was diagnosed with hypoglycemia at that time. The course of treatment, and exact blood glucose readings obtained by the paramedics and hospital are unk.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.